Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was in overdischarge and had telemetry issues. It was noted that the patient was implanted approximately 2 years ago. It was stated that he was pa and had inadequate coverage and pain. It was stated that the patient did not use therapy and went into overdischarge. It was reported that the patient was talked through pmr (physician mode recharge) over the phone to get out of overdischarge about 1.5 years ago but the patient did not follow through with being seen and having the por (power on reset) cleared. It was stated that the manufacturer¿s representative was seeing the patient again and wanted to know whether he can recover the device. It was noted that the exact dates were unknown and the overdischarge history was unknown. Additional information received reported a pmr was not successful. It was stated that the patient was experiencing no therapy. It was noted that no further troubleshooting/interventions were done or planned. It was reported that the patient had a high level of pain. It was stated that the healthcare professional (hcp) had requested a replacement. Additional information received reported that a future replacement date was yet to be determined and that the patient needed to consult with the general surgeon (hcp).

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient did consult with a surgeon (hcp). It was stated that the manufacturer¿s r epresentative did not know any details.